Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a crack in a bd plastipak¿ 20 ml syringe, which caused leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were received in the (B)(4) plant for evaluation therefore failure mode could not be verified and root cause could not be determined. Ten retained samples of (B)(4) ll lot 1607210p were evaluated. Upon visual inspection of these retained samples, no damage or molding defect can be observed in any of them that could cause leakage. A device history record review of lot 1607210p found no non-conformances associated with this issue during production of this batch. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak test is carried out with the 10 retained samples according to procedure. The 10 samples meet specifications. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Based on the above investigation, a definitive root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure.